Manufacturer narrative:
Correction d4: serial no. Correction: this report is a duplicate of manufacturer report number 1314492-2025-03152. All information can be found under manufacturer report number 1314492-2025-03152. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump senses tube when none was installed during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.